Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the reported product is not registered and there is no similar device distributed in us. Given this information, this medwatch will be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the reported product is not registered and there is no similar device distributed in us. Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). Report source - foreign: germany. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision surgery was required due to the fracture of the femoral component and the inserted cemented style below the remaining bone. Abrasion-induced formation of pronounced osteolyses both femorally and tibially was observed. Due diligence is in progress for this complaint; to date no additional information or product has been received.